Manufacturer narrative:
Clinicians are trained on proper vad management, including all devices and items associated with the proper maintenance and working of the system. A probable root cause is that use error with the monitor caused or contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The pump and the monitor were not retuned to manufacturer, the pump remains implanted. Review of the pump's manufacturing records confirmed that the device met specifications prior to release. It was reported by the site that the patient was admitted to another facility for a heart transplant but did not get the heart. While at the other facility, that site turned off the lavare cycle. Once back at current facility, it was noticed that the lavare cycle was turned off. The lavare cycle was turned off after 11:18:41 (last regular data point recorded) and the problem with this is that the lavare cycle was active at the moment it was turned off, which resulted in the suspension of low flow, high watts and suction alarms, and the pulsatility/trough calculations. The site was assisted by the manufacturer customer service in restoring the lavare cycle in order to properly turn it off so as to not disable other alarms. This was successfully completed and verified with alarm testing. There were no effects to the patient reported. The most likely root cause can be attributed to a combination of a software deficiency that allows the disabling of the lavare cycle during the active phase and failure to follow proper procedures, as indicated in the instructions for use (IFU). Heartware has opened an internal investigation to further evaluate these type of issues. Additional system component being reported for this event: monitor: unk-monitor, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU states "the lavare cycle can be enabled or disabled by the clinician via the monitor. It is recommended that the lavare cycle be initiated once the patient is hemodynamically stable. If thrombus is suspected within the device the lavare cycle should be turned "off" until the thrombus is resolved." Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Pump remains implanted.

Event description:
It was reported from canada by the staff that this patient was admitted to another facility for a heart transplant but did not get the heart. While at the other facility, that site turned off the lavare cycle. Once back at current facility, it was noticed that the lavare cycle was turned off. The lavare cycle was turned off after 11:18:41 (last regular data point recorded) and the problem is that the lavare cycle was active at the moment it was turned off, which resulted in the suspension of low flow, high watts and suction alarms, and the pulsatility/trough calculations. The site was assisted by the manufacturer customer service in restoring the lavare cycle in order to properly turn it off so as to not disable other alarms. This was successfully completed and verified with alarm testing. The pump remains implanted. There no effects to the patient reported.